Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl, 525 mg/dl, 480 mg/dl above 600 mg/dl. Troubleshooting was declined for high blood glucose. Customer stated they had leakage and got no delivery alarm. The insulin pump will not be returned for analysis. Unomed inf set, frn-mmt-332-rsvr.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.